Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(4) registry report was submitted to the MFR indicating that interrogation of the device revealed watts of 10-11. The pt was administered persantine and discontinued premarin.

Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(4) registry. The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.